Event description:
Yellow prep sponge retained in vagina after sponge slipped off stick. Other prep sponges from this MFR were examined and found to be loose on stick and easily slipped off. Pt presented to physician on 12/12/94 with retained sponge. Sponge removed without injury to pt.